Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was failing to capture. The lead was not used. The patient was in stable condition.

Manufacturer narrative:
Correction: there should be no implant date as the lead was never implanted, rather than filled in as 1 feb 2023.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing, visual inspection and x-ray examination of the lead were normal, with no anomalies found.